Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aneurysm in 2001. Pre-implant aneurysm and vessel morphology are unknown. The pt has a history of coronary artery disease status post coronary angioplasty and prostate carcinoma. At the one-year follow-up, device migration with a type I endoleak was noted. The diameter of the aneurysm had increased by 1 cm to a diameter of 8cm, and the aneurysm neck diameter had increased to 29mm. A talent cuff was implanted; however, post-procedure angiogram demonstrated a small type I endoleak. It is unknown if the endoleak resolved. The pt was admitted to the hosp with increasing abdominal pain. A computerized tomography scan demonstrated an increase in aneurysm size from 7cm to 8cm. The aneurysm was felt to be expanding secondary to a type ii endoleak from a large lumbar vessel. The stent graft was explanted, and a 20 x 10 hemashield graft was implanted. No clinical sequelae were reported, and the pt is reported to be fine. The explanted stent graft has been received, and its analysis is pending.